Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 645 mg/dl. The customer reported they have a backup plan available. The customer was treated with insulin pump and shot. The customer was admitted to the hospital. The cause of emergency room visit as per healthcare provider was hypoglycemia. The customer was at the hospital for 7 to 8 hours and they release him from emergency room. After the troubleshooting was done, customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call when tubing clamp received to perform high pressure test to confirm pump can detect an occlusion.